Event description:
The exact cause of the increase in seizures cannot be determined; however, the increase was likely due to a combination of medication changes and the vns therapy programming changes.

Event description:
Reporter indicated that pt's seizure frequency and severity have increased since vns implant. It was reported that the pt originally experienced an increase in seizure activity when the device was initially programmed to on; however, the pt was doing better after a parameter adjustment. Treating neurologist indicated that the pt began to experience another increase in seizure frequency after an increase in programmed parameters. The increase in seizure activity is described as clusters of seizures. Programmed parameters were reduced after which treating neurologist received no further complaints of increased seizure activity from the pt's family. Neurologist has scheduled a thyroid test as the pt's thyroid medication had been reduced during the time of the increase in seizure activity. Other medication changes that may have contributed to the increase in seizure activity include weaning the pt off of topamax, decreasing carbatrol dosage and increasing depakote dosage. Neurologist plans to see the pt again in one month.